Event description:
It was reported the device was cracked and leaking, requiring intervention. This 106x12cm ekos endovascular device was selected for use during a bilateral pulmonary embolism procedure. During treatment in the intensive care unit (ICU), cracks and leaks were observed in the coolant and drug luers after moving the patient. The patient returned to the catheterization laboratory for catheter exchange. There were no patient complications.

Manufacturer narrative:
Device eval by manufacturer: upon receipt at our post market quality assurance laboratory, microscopic visual inspection of the 106x12cm ekos endovascular device infusion catheter showed that the coolant and the drug luer displayed cracking. The device was tested for leaking and the coolant and drug luer began to leak from the cracks on the luers.

Manufacturer narrative:
D4 - lot number: reported as 32632331.

Event description:
It was reported the device was cracked and leaking, requiring intervention. This 106x12cm ekos endovascular device was selected for use during a bilateral pulmonary embolism procedure. During treatment in the intensive care unit (ICU), cracks and leaks were observed in the coolant and drug luers after moving the patient. The patient returned to the catheterization laboratory for catheter exchange. There were no patient complications.